Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was used with a left ventricular (lv) lead at high outputs for a couple of months. The battery longevity is unexpectedly low showing a remaining longevity of three months, when the device has only been implanted for about a year. The device was reprogrammed and the lv lead was programmed off. After turning the lv lead off, the battery longevity only jumped to six months remaining. The crtd and lv lead remain in use. No patient complications have been reported as a result of this event.